Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was displaying "vertical lines and a white border" resulting in an unreadable screen. There was no adverse impact to customer¿s blood glucose level. Reported, the customer continued using the pump for insulin therapy and using manual injections as needed, until the replacement pump arrived.